Event description:
The device was returned for service. During service, channel a failed accuracy test. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported.